Event description:
Complaint alleged that the brake casters would brake, but would swivel slightly.

Manufacturer narrative:
Technician replaced two head brake casters and one foot caster to resolve this issue.